Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant alleged that the sterility of the sheath was void after the valve on the sheath punctured through the plastic. This product problem was discovered prior to patient contact so no adverse effects were reported.